Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was tilted in the pocket (date of event is unknown.) The ipg was unable to communicate with external devices, which was confirmed by an sjm representative, due to the patient not charging the ipg. The patient's ipg was explanted and replaced.